Event description:
A customer reported to baxter (B)(4) of a (B)(4) that had tubing pulling out from the cylinder when this set is attached to a saline bag. It was reported that there seems to be not enough solvent on the bonding. It is unknown when or in which care area this event occurred. There was no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample and an unused companion sample were received for evaluation for the two reported occurrences of tubing pulling out from the cylinder when the set was attached to a saline bag. A visual examination of the actual sample confirmed the reported condition of the inlet port's tubing being pulled off. A functional pull test was performed on the remaining solvent bonds and the unused companion sample, and no failures occurred. The root cause of the reported condition was undetermined.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required.